Event description:
It was reported that the upper trigger was jammed and the lower trigger got stuck. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed that both triggers stick, the device requires lubrication and cleaning, the gear is loose and has play, and the springs are damaged and dried out. The device was repaired and returned to the customer on (B)(6) 2013. Placeholder.